Manufacturer narrative:
Medwatch number: mw5083517. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_saline implants) has experienced autoimmune disorder (the patient has reported laboratory data which show high levels of anti-inflammatory markers) the case was not confirmed by a healthcare professional. The patient was required medical devices removal. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.

Manufacturer narrative:
On 4/16/2019, mentor became aware that the date of implantation was updated to (B)(6) 2004, and date of explantation was on (B)(6) 2019, and was mistakenly not reported in the previous report. Manufacturer¿s reference number: (B)(4).